Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) and two bursts of anti-tachycardia pacing (atp). Device remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this implantable cardioverter defibrillator (ICD) visited the emergency room (ER) for shocks. The health care professional (hcp) called technical services (ts) and requested consult review of the presenting electrogram (egm). Upon review, it was noted that the patient had dual atrial and ventricular tachycardia (vt) arrhythmia episode. The presenting egm showed that the device had delivered a shock to treat the vt rhythm. However, the shock appeared to have accelerated the vt and placed the patient into ventricular fibrillation (vf). The device delivered more shocks and was able to successfully convert the arrhythmia. Ts discussed review and programming options with the hcp. No additional adverse patient effects were reported. This ICD remains in service.